Manufacturer narrative:
B3: event date: the event occurred on an unknown date in mar-2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not alarm upstream and downstream occlusion. In the emergency room, the patient was receiving a heparin infusion. Reportedly, after completing several lab tests including troponin levels, they observed no changes in the patient's values, it was discovered that the blue top clamp and rolling bottom clamp were partially engaged. This caused the pump to operate in this condition for nearly 12 hours. Although the pump indicated that the correct volume had been infused, no medication had actually been delivered during this period. Additionally, no error alerts were triggered throughout the 12-hour timeframe. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: h6 and h11. H11: the event history log was reviewed; however, user facility did not provide an event occurrence date. The log revealed that the user cleared the prior program, an infusion of new order of heparin was validated and started on (B)(6) 2025 at 01:24 with a volume to be infused of 500 ml, (dose rate: 12 units/kg/hour, drug amount 25000 units, diluent: 500 ml, bsa 1.67 m^2 and the patient weight 66 kg in the adult emergency department area). No upstream or downstream occlusion alarms were detected. No abnormalities that could cause or contribute to the reported problem were observed through the history log. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.